Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the incident. There was no adverse impact on the customer¿s blood glucose level. Cts assisted the caller in resetting the pump, but the malfunction code recurred, leading to the decision to replace the pump. The customer, who does not use a backup therapy currently, was instructed to contact their healthcare provider. Cts confirmed the warranty and provided guidance on putting the pump into storage mode, programming settings on the replacement, and using the return process. The replacement pump, equipped with updated software, was sent to the customer without requiring a delivery signature.